Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by stomachache. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with meropenem injection (1gm, per day, intraperitoneal, for 13 days, discontinued) and vancomycin injection (1gm, per 5 day, intraperitoneal, for 13 days, discontinued) for the event. On an unknown date, the patient was discharged from the hospital and was recovered 13 days after the event onset. Pd therapy was ongoing. No additional information is available.